Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 4 had error 1162 and kept alarming. The customer power cycled and hard power cycled the system; however, the issue persisted. An intuitive surgical, inc. (Isi) technical service engineer (tse) assisted the customer with disabling the usm arm. The procedure was completing as a three arm procedure with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as use. The usm has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where fault check and check cannula test was found to be failing on the cannula north check. Once testing was completed, the axes controller spar cannula (acsc) printed circuit assembly (pca) was applied behavior analysis (aba) tested and was verified to be the source of the fault. As a result of these findings, fa was able to conclude that acsc pca was found to be the probable root cause of the reported event.